Event description:
The event is reported as: complaint description: the staples are not being removed in a "m" shape but rather they are coming out "splayed", causing pain. No pt injury reported.

Manufacturer narrative:
Sample not returned to MFR in time for this report.